Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-03314. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the tortuous and calcified left anterior descending artery. A 1.50mm x 12mm emerge¿ push balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient's body and another 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was well.